Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument arced, sparked and exhibited signs indicative of thermal damage. The allegation could be related to the potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, there was a spark on the plastic cover of the fenestrated bipolar forceps instrument¿s jaw. The customer checked and found the part, where the plastic and the instrument jaw were in touch, was burnt. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use with no abnormality. While using the instrument for coagulation, arcing occurred between the instrument 's jaw and the plastic part. It appeared to originate from the subject instrument when the scissor and hook instruments were in use. The instrument tip(s) was not in contact with tissue when the issue occurred. Thermal damage was noted after the arcing event and the cause of the event was unknown. The instrument did not collide with any other instrument or tool. The customer confirmed that no fragment fell inside of the patient. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a spark on the plastic cover of the instrument ¿s jaw. The part, where the plastic and the instrument jaw were in touch, was burnt, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to to have thermal damage on the bipolar yaw pulley. As a result, the electrode is exposed. The instrument passed the electrical continuity test. Common cause of this failure is attributed to mishandling/misuse. Failure analysis found the primary failure of thermal damage, exposed electrode to the bipolar yaw pulley to be related to the customer reported complaint. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.